Manufacturer narrative:
(B)(4). The support engineer (se) troubleshot the issue with the customer over the phone. The customer was advised to replace the oxygen flow sensor.

Event description:
Report received that the ventilator was inoperable. The ventilator was not on a patient at the time of the event.